Event description:
Upon insertion of PICC right upper arm, after obtaining access, was unable to feed PICC past shoulder; wire inside PICC bent and broke inside cathlon. Nothing broke off inside patient, no harm to patient.